Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. No button error alarm noted during our testing. The insulin pump functioned properly during rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the customer's insulin pump had a button error alarm. She reported that the customer had a high blood glucose but was not hospitalize. The blood glucose reading was 255 mg/dl. She could not recall any significant event leading to this issue. Nothing further was reported.